Manufacturer narrative:
A ge service representative performed an evaluation over the telephone. The malfunction was verified. It was determined that the battery pack needed to be replaced. A replacement battery pack was installed by the hospital personnel. The system was working as intended and placed back into service.

Event description:
It was reported that the system 9800 displayed a precharge error and could not operate as a fluoroscope. There was no adverse patient involvement reported. There was no patient information reported.